Event description:
It was reported that patient experienced urethra infection with an artificial urinary sphincter (aus). The 4.0 aus cuff was tried not used and a 4.5 aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced urethra infection with an artificial urinary sphincter (aus). The 4.0 aus cuff was tried not used and a 4.5 aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that an infection was not reported, and the patient experienced the cuff being too tight.

Manufacturer narrative:
Additional information: further information was reported that an infection was not reported, and the patient experienced the cuff being too tight, patient and device code.